Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. While attempting to place a mitraclip ntw there was resistance felt on the arm positioner while inverting the clip. The clip was removed from the patient and a new mitraclip was selected. The second mitraclip was implanted successfully and the procedure was discontinued. The final mr was grade 2. There were no adverse patient effects or a clinically significant delay reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated and the reported physical resistance of the arm positioner and inability to invert the clip were not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported inability to invert the clip and resistance on the arm positioner. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.